Event description:
It was reported that a surgical intervention occurred involving an artificial urinary sphincter. No new device was implanted. No further information has been made available.

Manufacturer narrative:
Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that a surgical intervention occurred involving an artificial urinary sphincter. No new device was implanted. No further information has been made available.